Manufacturer narrative:
Conclusion codes updated based on completion of investigation activities. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Continuation of d11: product ID: 7495-25, serial#: (B)(6), implanted: (B)(6) 2001, explanted: (B)(6) 2019, product type: extension; product ID: 37602, serial#: (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: implantable neurostimulator. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: conclusion code updated from 67 to 11. Result code updated from 3221 to 3233. Method code updated from 4114 to 4118. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: imdrf codes updated to comply with FDA coding guidance changes. H6: fdc code updated based on additional investigation activities. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 7495-25, serial#: (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2019, product type: extension. Product ID: 7495-25, serial/lot #: (B)(4), ubd: 23-jan-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient showed unilateral symptoms including stiffness of the hand, facial pulling, and difficulty walking. An electrode impedance check revealed a short, and surgery was performed to find the source of the issue. The extension showed to have an insulation issue and the extension and ins were replaced. Also, the patient thought they were having a stroke and was given plavix at emergency. The plavix so recently after an ins replacement caused bleeding and subsequent, severe bruising across the entire chest. The issue was resolved at the time of the report. No further complications were reported or anticipated with this event.

Event description:
No additional information was received.

Manufacturer narrative:
Analysis of the extension (serial no. (B)(4)) found that the outer body insulation was broken by molded rubber. Analysis of the implantable neurostimulator (serial no.(B)(4)) found it was functionally okay and insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the device would be returned friday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.